Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Root cause description: undetermined.

Event description:
It was reported that leakage occurred during use with a bd precisionglide¿ needle. The following information was provided by the initial reporter, "customer noticed leakage where the needle and syringe connect and experienced fill resistance when attempting to fill cartridge. Description of issue: customer reported experiencing fill resistance when attempting to fill cartridge. Customer also noticed that the syringe was getting air at the place where the needle connects which caused leaking. Number of occurrences: 6. Did the customer insert the needle into the cartridge and encounter fill resistance? Yes." 6 occurrences were reported. 1 of 4 complaints.